Event description:
The manufacturer received information from a customer that the activation exhalation [s(+) p(+) y s(+) p(-)] test step had failed on trilogy ev300 device. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 device was evaluated by a philips service engineer (se). The device evaluation found proportional valve and three-way (3-way) solenoid valve had caused the active exhalation verification test step to fail on the device. The philips se recommended replacing the device's proportional valve and 3-way solenoid valve to address this issue. A final report is being submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.